Event description:
It has been reported to philips that the device lost c-arm movements. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c-arm movement was not happening. The quote had expired, and there was no service provided from the philips. Till date, no recurrence has been documented. The codes were updated based on the investigation outcome.